Manufacturer narrative:
(B)(4)

Event description:
It was reported that myopotential oversensing episodes were noted upon device interrogation which resulted in pacing inhibition. The patient was asymptomatic and presented for a scheduled follow-up. Programming changes were made. The patient was stable before, during and after the event and will continue to be monitored remotely.